Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.